Event description:
The customer reported via phone call indicating that the insulin pump had a crack and o-ring is out on the reservoir compartment. Customer's blood glucose was 197 mg/dl. The customer stated that she does not know how the damage occured. Customer was advised to discontinue use of the device and revert to back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with minor scratched display window, cracked case near display window corners, battery tube threads, reservoir tube lip and missing o-ring at reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.